Event description:
It was reported that the tidal volume was not delivered according to the set volume. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, during the use of the ventilator there were issues with delivery of tidal volume. It is unknown if any alarm was generated due to tidal volume not being delivered or what was the finale solution. The device's logs were not provided for further analysis; hence the root cause of the reported issue has not been determined.

Manufacturer narrative:
According to the information provided by the technician, during the use of the ventilator there were issues with delivery of tidal volume. During check of the device, the fse found traces of liquid contamination inside the filter's chamber of the air gas module. The affected part was dried. Details regarding how the gas module was contaminated were not provided. The air gas module regulate the inspiratory gas flow and gas mixture. The liquid contamination in the air gas module as previous investigation has shown, had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The conclusion is that the device did not fail to meet its specification, as the most probable source of liquid contamination in the air gas module is a contaminated air gas from the hospital's central air gas system or hospital's external compressor. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The device's logs were not provided for further analysis.

Event description:
Manufacturer's ref #: (B)(4).